Event description:
Patient experienced post-op condition with anchors floating in the joint 2 years after the initial surgery. Patient was lifting something and felt a "pop". When dr. Did the revision he noted that 2 or 3 anchors were floating around in the joint. The anchors were retrieved. Patient is a male, approximately (B)(6). The lot numbers were not available. The tissue was healed, so dr. Just recovered the floating anchors in the joint. Slight cartilage damage due to the anchors in the joint.

Manufacturer narrative:
(B)(4).